Manufacturer narrative:
D4, lot no.: the following are the lot numbers reported: 2127490, 2126084, 2136024 & 2133299, however, it is unknown which of the four devices caused the reported event. D4, exp. Date: expiration dates for each of the four lot numbers reported: 18-aug-2026 (2127490), 29-jul-2026 (2126084), 02-nov-2026 (2136024) & 20-oct-2026 (2133299). H4, mgf. Date: manufacturing dates for each of the four lot numbers reported: 18-aug-2023 (2127490), 29-jul-2023 (2126084), 02-nov-2023 (2136024) & 20-oct-2023 (2133299).

Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during an arthroscopy, after implanting the t1 implant of the fast fix 360, the surgeon tried to fire the second implant and it did not fire, remaining inside the device's cannula. The implant only came out when the device was removed from the joint and the t2 implant was pulled out. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).